Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant peripheral nerve sheath tumor in the middle and upper esophagus. The stricture was 8-10cm in length and causing a ¿severe occlusion¿ of the esophagus. The stricture was located at approximately 24-36cm from the incisors. A portion of the tumor was removed by the physician prior to stent placement. On (B)(6) 2013, the ultraflex esophageal stent was successfully placed in the esophagus. The stent was implanted with no issues and the patient was stable following stent placement. On september 16, 2013, approximately two weeks after the initial stent placement, the patient presented at the hospital with acute chest pains. A gastroscopy was done and it was observed that the stent cover was damaged. The stent was removed and the cover of the stent in the middle part was damaged. No damage was present at the ends of the stent. The patient's pain was resolved following the stent removal. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was implanted in the esophagus during an esophageal stent placement procedure performed on (B)(6) 2013. According to the complainant, the indication for the stent placement was for treatment of a malignant peripheral nerve sheath tumor in the middle and upper esophagus. The stricture was 8-10cm in length and causing a ¿severe occlusion¿ of the esophagus. The stricture was located at approximately 24-36 cm from the incisors. A portion of the tumor was removed by the physician prior to stent placement. On (B)(6) 2013, the ultraflex esophageal stent was successfully placed in the esophagus. The stent was implanted with no issues and the patient was stable following stent placement. On (B)(6) 2013, approximately two weeks after the initial stent placement, the patient presented at the hospital with acute chest pains. A gastroscopy was done and it was observed that the stent cover was damaged. The stent was removed and the cover of the stent in the middle part was damaged. No damage was present at the ends of the stent. The patient's pain was resolved following the stent removal. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully deployed and was returned for analysis. It was noted that the stent cover was torn for a distance of approximately 70 mm starting at 15 mm from the end of the cover at the flared end of the stent. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.